Event description:
It was reported that during pre-setup of the device for a cardiopulmonary bypass procedure (cpb), the pump would not pump at different speeds. As a result, an alternate device was employed. There was no patient involvement.

Manufacturer narrative:
The user facility's biomedical engineer state the parts for replacement/repair were too expensive and/or not available. No repair to be made at this time. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.